Event description:
The physician reports that the intraocular lens was removed and replaced, due to the patient's decreased vision with no apparent ocular pathology. He stated the implanted iol displayed multiple opacities in the optic. The incision was enlarged and sutured. On postop the patient's pupil and iris were not perfectly round.

Manufacturer narrative:
Lens was received and confirmed to have signs of handling. One haptic was missing, the second haptic was distorted. Iol was inspected under magnification, multiple opacities as reported were not observed. A scratch mark was observed on the optic. Our observations reasonably suggest this damage is not manufacturing related. There have been no similar reports received for product manufactured in this lot.